Event description:
It was reported that this right ventricular (rv) lead had out of range intrinsic r-wave amplitudes, impedances dropped from 1000 ohms to 400 ohms, and there was noise with oversensing. Additional information received indicated that also reported a pause in pacing. This right ventricular (rv) lead was surgically abandoned and replaced due to an insulation breach. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).